Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that at around 8am, the patient started vomiting. Her cgm reading was 13 mmol/l (no bgfs reported). Throughout the day, she had a headache, felt dizzy, lethargic, and felt like her mouth was dry, she continued to vomit all day and couldn't take sips of water and at one point her vomit went from like yellow or green which looks like stomach acid. At 4pm, they took a bg reading which was 21 mmol/l (exact cgm value unknown) but the patient said it was reading correctly at the time and said that her pump was trying to make corrections. They administered insulin via pump and her boyfriend brought her to the emergency room (ER). Upon arrival at the hospital, they checked her bg fs and it was 20.5 mmol/l then 5 minutes later it was 20.8 mmol/l. After 40 minutes, it was 24.7 mmol/l, then they checked again after 45 minutes, it increased to 27.5 mmol/l (while her gm showed 20.1). They treated the patient with fluids with sodium, potassium and insulin and (oral) gravol and ondansetron, at that point for the patient everything was a blur almost like hallucinating. She remembered that they did a sternum rub because she wasn't waking up. She also remembered somebody knocking on the center of her head with their knuckle trying to wake her up. She continued to violently vomit and at one point its color was brownish because it had blood in it. The internal medicine doctor reported that the cgm reading (13 mmol/l) in the morning may not be correct because of what happened. The patient was transferred to the ICU and she was discharged on (B)(6) 2025. She was prescribed gravol and ondansetron which she was still taking until the time of the call ((B)(6) 2025). At the time of the report the patient was still not feeling okay and said that her stomach was still not feeling well. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.